Event description:
It was reported that a revision surgery was performed due to fracture of the device.

Manufacturer narrative:
The associated peri loc plate was not returned for evaluation. Our investigation including a clinical investigation which concluded that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Without the device for evaluation the root cause of the implant fracture cannot be concluded. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.